Event description:
False positive result(s). The user stated that, "I started realizing covid symptoms on nov 26th and tested myself and found our I have covid. I ordered 2 different types of test (flowflex and ihealth) and started testing myself. Starting from dec 3rd my tests were negative on ihealth and consistently positive on flowflex. I wanted to check again because of the inconsistency in results between flowflex and ihealth so I ordered 3 other brands of tests and tested myself from dec 4 to dec 7th everyday. I have been getting negative results on 4 brands of rapid tests and positive results on flowflex."